Event description:
It was further reported that reprogramming was performed to turn off therapies and alerts.

Manufacturer narrative:
Concomitant: 4193-88 lead implanted: 2003-(B)(6); 4592-53 lead implanted: 2003-(B)(6).

Event description:
It was reported that right ventricular lead had high impedance. The lead remains in use as the the patient does not want a replacement. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.